Event description:
It was reported that on (B)(6) 2013, as well as approximately two years ago, there was an air lock and the patient returned after 24 hours, still unable to refill. It was reported that the pump was decreased 30% and the patient was placed on an oral schedule for 1 week. The pump was explanted and the patient recovered without sequela. The pump system was being used to deliver sufentanil, clonidine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, lot # j11187r16, implanted: (B)(6) 2002, product type catheter; product ID 8575, lot # j0203508r, implanted: (B)(6) 2002, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final pump analysis revealed reservoir access issue due to residue and the bellows were deformed in shape. The pump was retuned due to reservoir access issues. A large amount of precipitate was found in the fluid path/reservoir of this pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.